Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 ml of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue and resumed insulin delivery successfully. Customer¿s blood glucose level was 250 mg/dl.